Manufacturer narrative:
The events of capsular contracture, exposure and infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: capsular contracture, baker grade iii, exposure, infection (unknown onset), rupture. Conference article abstract citation: tatsuya, uchida, et al. "A study on capsular contracture in breast reconstruction patients using textured implants." Unknown conference or publishing source, 4 oct. 2024.

Event description:
Through a conference article abstract, "a study of capsular contracture in breast reconstruction patients using textured implants¿ in terms of the outcomes of patients who developed contracture, eight patients, covering 12 breast cases had to be replaced or removed due to exposure, infection, breakage, severe pain, significant size problems, or anxiety about the future. Device has been explanted and replaced.